Manufacturer narrative:
The universal modular electric / battery double trigger handpiece, serial number (B)(4) was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. A medwatch follow-up will be submitted if the item is returned to the manufacturer.

Event description:
It has been reported that the double trigger handpiece was running without action on the triggers. The event occurred prior to surgery, no patient was involved. A surgery delay of 15 minutes has been reported.